Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implantation procedure that was performed in 2005, the patient experienced an unexpected refractive outcome. A piggyback iol was implanted on (B)(6) 2016. No further information is expected for this case.